Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked belt clip slot and stained end cap sticker. No battery out limit alarm noted. All operating currents are within specification. Pump passed self-test. Pump received with intermittent button response due to corroded keypad traces. (B)(4).

Event description:
The husband reported via phone call that the customer had a keypad anomaly. The husband stated the buttons were unresponsive when the customer attempted to bolus. It was also found a battery out limit alarm occurred. Customer's blood glucose was 191 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.